Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that the power plug on the arjo flowtron acs900 pump has partially melted. There was no indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
The cause of the melting plug was investigated by the manufacturer, who conducted a series to find the cause of the issue. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its specification since the power cord was melted. There was no indication that the device was used for the patient's treatment when the issue occurred. The complaint was assessed as reportable due to a melted power plug found. Please note that the affected device model is not intended for the us market. The products sold in the us have a different power cord and plug design and are designed per different safety standards.